Event description:
It was reported that the patient had an infection. The patient's incision reportedly opened up and the entire system was explanted. It was later reported that it was unknown if a culture was done. The location of the infection was in the pocket where the device was placed. It was noted that the patient is now doing fine.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va05ffa, implanted: (B)(6) 2013, product type: lead. (B)(4).